Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the cup and stem.

Manufacturer narrative:
Examination of the device was not possible as it was not returned. A search of the complaints databases finds no other reported events against the provided product and lot code combination since its release to distribution. The investigation could draw no conclusion with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers allege the patient suffered pain, soreness, and discomfort, inability to lead a normal life, decreased range of hip motion, difficulty walking, standing and sleeping, and difficulty rising from a chair or a bed; metallosis, grossly loose acetabular and femoral components and was injured by excessive levels of chromium and cobalt in her blood. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.